Manufacturer narrative:
Device #2: investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. Trends will be evaluated. The device code is addressed in the package insert. This is the same event as 1043534-2010-00016, 00018, 00019.

Event description:
Allegedly the z stem plasma sprayed.